Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion during precedex treatment. This occurred in the intensive care unit. The pump was removed from service. There was no report of patient injury or medical intervention associated with this event. No additional information is available.